Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x20mm promus element plus was selected; however the medial portion of the shaft broke. The device was removed from the patient. The procedure was completed with a different drug eluting stent and the result was fine. No patient complication were reported and the patient's status is stable.